Event description:
Maude event report (B)(4) states: I had both hips replaced in 2008 with depuy pinnacle implant and summit. Cup (metal on metal). My right hip never felt right. I have had a limp and popping since surgery. On 2011, my doctor ordered blood work. I have just found out the my serum cobalt and chromium levels are elevated at 5.1 mcg/l and 3.2 mcg/l. Update: (B)(6) 2012 - litigation papers received. They report both patients hips and allege severe pain, as well as elevated cobalt and chromium levels. MDR decision is being reversed, and metal liner and head are being added for both sides.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges abductor muscle repair, metal wear, metallosis and elevated metal ions. Elevated metal ions was already reported previously.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.